Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the intra-aortic balloon pump (iabp) was making a clicking noise every 2nd to 3rd cycle. Pumping appropriately and supporting the patient. The rn said she can tell that the clicking is coming from inside the console. She said the support to the patient has not been affected. The clinical support specialist (css) suggested she exchange the pump for another autocat2 wave iabp and send to biomed with a note explaining the issue. Css then reviewed with her how to transfer to another pump. She has no further questions. Additional information received per field service report: pump was on patient. Symptom - ticking noise while pumping. Ran pump for one hour - could not reproduce. Other technicians in biomed could not identify a ticking noise. Findings/action taken: no helium key rubbing against helium tank. Replaced augmentation valve. Performed functional check. Passed functional test. Returned to service.